Event description:
The customer reported to olympus, the evis exera iii xenon light source had emergency light malfunction error (emergency light always on). The issue was found during procedure, and the diagnostic procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of emergency light malfunction error was confirmed. Device evaluation found that the emergency light lamp did not turn on, front panel emergency light display always on was due to a harness failure. The additional evaluation findings are as follows: error code e207 (communication error) occurred due to emergency light lamp and harness failure, foot rubber wear, scope socket corrosion, dust adhesion inside the main unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b3 date of event a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it was presumed that the events occurred due to the faulty harness. Olympus will continue to monitor field performance for this device.